Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It was reported that during the procedure, the balloon was unable to fully inflate. Factors that may contribute to material rupture include, but are not limited to, material properties, inadequate balloon integrity, interaction with challenging anatomy, or interaction with accessory devices. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported material rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling. D1 correction: brand name updated. D2a correction: common device name updated. D3 correction: name, address updated. D9 correction: device available for evaluation updated from ¿yes¿ to ¿no¿.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 3.5x15mm nc trek balloon dilatation catheter (bdc) was attempted to be used in the procedure and the balloon was inflated 3-4 times to 8-12 atmospheres; however, the balloon would not hold pressure and would only partially inflate. Therefore, the bdc was removed from the patient. Another nc trek was used in complete the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.